Event description:
During the procedure when attempting to secure the plate with the screw, two drivers were used . Both became deformed, and for one driver, the tip broke off in the screw. The tip of the driver was not able to be removed from the implanted screw and remains in the patient. This report is related to report number 3025141-2022-00068 which is on the driver with a broken tip, report number 3025141-2022-00069 which is on the second driver involved in this event, and report number 3025141-2022-00070 which is on the screw involved in this event. This report (3025141-2022-00071) is on the plate involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed because device information (model number, batch/lot number) is unknown.